Manufacturer narrative:
The subject device is not available yet.

Event description:
During the procedure, it was reported that the distal coating of the guidewire (subject device) was peeling and it could be advanced through the microcatheter. The procedure was completed successfully after changing to another guidewire. No clinical consequences was reported to the patient.

Manufacturer narrative:
Expiration date: added. Manufacturing date: added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Based on the information currently available the exact cause for the reported hydrophilic coating peeling and guidewire difficult to advance cannot be determined.

Event description:
During the procedure, it was reported that the distal coating of the guidewire (subject device) was peeling and it could be advanced through the microcatheter. The procedure was completed successfully after changing to another guidewire. No clinical consequences was reported to the patient.